Event description:
The customer has observed falsely high troponin values on four patient samples for the troponin assay on the immulite 1000 instrument. Patient sample 1: the sample was run on (B)(6) 2013 and resulted in a positive value. The sample was repeated immediately out of the same cup and resulted positive again with a higher value. The sample was then stored at room temperature, not centrifuged and repeated twice with two different positive values. The patient was then sent to another hospital and upon a new blood draw the sample was tested on an alternate platform. The value obtained was negative for troponin. The original sample was then tested on the alternate platform and the value was negative. Patient sample 2: the sample was run on (B)(6) 2013 and resulted in a positive value. The sample was repeated immediately out of the same sample cup and the result was positive again. The patient was then sent to another hospital and a new sample was tested on an alternate platform where the result was negative. Patient sample 3: the sample was run on (B)(6) 2013 and resulted in a positive value. The sample was repeated immediately out of the same sample cup and the result was positive again with a higher value. The patient was then sent to another hospital and a new sample was tested on an alternate platform where the result was negative. Patient sample 4: the sample was run on (B)(6) 2013 and resulted in a positive value. The sample was repeated immediately out of the same sample cup and the result was positive again with a slightly lower value. The patient was then sent to another hospital and a new sample was tested on an alternate platform where the result was negative. All four samples were negative for ck-mb. Initial results obtained on the immulite 1000 and results obtained on the alternate platform were reported to the physician(s). The initial results were not questioned by the physicians. The results obtained on the alternate platform where the samples were negative fit the clinical picture of the patients. There were no reports of patient intervention or adverse health consequences due to the falsely high results obtained on the immulite 1000 instrument.

Manufacturer narrative:
A siemens global product support (gps) specialist has evaluated the patient data. The cause of the falsely high troponin results on the immulite 1000 instrument is unknown. Siemens is investigating the issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00554 was filed on november 26, 2013. Additional information (10/24/14): siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (B)(4) was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.